Event description:
The end user reported the safety bail on the stretcher was not functioning possibly due to broken springs. There was no report of this issue being associated with patient involvement, injury or adverse event.

Manufacturer narrative:
The safety bail assembly was returned to manufacturer for evaluation. It was confirmed one of the springs in the assembly was broken. No other damage aside from normal wear and tear was found. Replacement parts were provided to the customer.